Manufacturer narrative:
The reported adverse event is associated with a device that has not been returned to the manufacturer for analysis. Should the device be returned, a supplementary report shall be submitted. This report is submitted on september 13, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to poor performance with device use. It is unknown whether the patient was reimplanted, as of the date of this report.